Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was that they were trying to find out if their implant battery was depleted. Patient stated that they couldn't get the device to work and that after a while a picture came up with a phone in their hand and they were supposed to call. Agent asked the patient if they saw a doctor on the screen when they saw the message and patient was unsure but that they saw 3 letters on the bottom; agent understood that the patient may had seen the eri (elective replacement indicator) message. Patient said that the device went back off again, so they tried to get it back up again, but the device just came up and didn't do anything. Patient confirmed that they weren't feeling stimulation either. Patient noted that they needed to figure out if the implant was dead or not because they were going to have an MRI done. When asked for the event date, patient stated that it was probably like two or three weeks ago. Agent reviewed longevity, provided the nas phone number for their doctor to call on their behalf, and the MRI eligibility form. Patient mentioned during the call that they are already set up for surgery to get the implant replaced on their lower lumbar but that there was no date set.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.